Manufacturer narrative:
(B)(4). Similar to device with 510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to complainant: on (B)(6) 2016, to treat impending rupture urgently for a male patient, the user used zenith tx2 taa endovascular grafts. The right leg was highly calcified but he decided to insert zenith tx2 taa endovascular grafts from the right because it was an urgent. The user found the right leg vessel was ruptured after use of three zenith tx2 taa endovascular grafts (esbe-30-80-t-pf, zteg-2pt-40-158-pf and tbe-40-81-pf) , so he placed gore's excluder leg to treat the rupture ((B)(4)) on (B)(6) 2016, type iii endoleak from suture hole was confirmed. As of (B)(6) 2016, no additional procedure has performed for the endoleak and the patient is closely followed. ((B)(4)) patient outcome: the patient didn't show any problematic symptoms due to this occurrence.

Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: based on the above investigation it is concluded that the root cause to the type iii endoleak was most likely the result of graft material pleating due to excessive oversizing. There is no evidence to suggest that the device was not manufactured according to specifications, or that the IFU was not sufficient. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: on (B)(6) 2016, to treat impending rupture urgently for a male patient, the user used zenith tx2 taa endovascular grafts. The right leg was highly calcified but he decided to insert zenith tx2 taa endovascular grafts from the right because it was an urgent. The user found the right leg vessel was ruptured after use of three zenith tx2 taa endovascular grafts (esbe-30-80-t-pf, zteg-2pt-40-158-pf and tbe-40-81-pf) , so he placed gore's excluder leg to treat the rupture ((B)(4)). On (B)(6) 2016, type iii endoleak from suture hole was confirmed. As of 15mar2016, no additional procedure have been performed for the endoleak and the patient is closely followed. ((B)(4)). Patient outcome: the patient didn't show any problematic symptoms due to this occurrence.